Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. B.7 revised as information was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14288. H.6 code 925 was reported incorrectly on the initial manufacturer device report number 1220648-2024-14288. A new code was added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient¿s left leg was cold/unable to palpate or doppler pulses, hand injected runoff performed under fluro which showed no evidence for distal perfusion past the repo sheath. Arterial doppler again confirmed these findings. Options for distal perfusion as well as axillary access discussed at length with physician. Ultimately care team felt that the best option was to remove impella due to distal limb ischemia.